Event description:
It was reported that bd iag bc pro global needle is difficult to retract. The following information was provided by the initial reporter: the staff are telling me that the ¿white¿ button that is used to ¿retract¿ the needle is not working and takes some ¿jiggling¿ to get it to retract the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 2 unsealed 22ga x 1.00in. Insyte autoguard bc units from lot number 3360115. The units were received retracted and with the catheters separated from the devices. A visual inspection was performed, and media was discovered. No damage or adhesive was discovered that may indicate needle retraction failure. The cannulas were placed back into initial position and attempted to retract and retracted successfully. The button was removed from the device for inspection, but no damage was discovered. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identity the root cause.